Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient has skipped the last three appointments with the provider to discuss removing or keeping the implantable neurostimulator (ins). The patient has ignored the reps phone calls and appointments they have tried scheduling in order to reprogram. The patient showed up to one appointment six months ago with a dead battery and no charger. The actions/interventions are to be determined. The issue has not been resolved as the provider has not been able to get in contact with them for another appointment. The information was confirmed with a physician/account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that their ins is not that effective. Patient mentioned they have pain in their lower back and legs. Patient also stated that the ins would help with their legs but not with their pain in the lower back. Patient stated that they noticed this since sometime over a year ago and their rep was notified within the past 6 months. Patient mentioned that rep did little changes on their ins settings before but it still would not help with the pain in their back. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned that they have an appointment with their rep in their hcp's office today but they can't contact the rep to confirm if they will make the appointment. Patient wanted to know if patient services(pats) can confirm the schedule for them. Agent reviewed that pats do not have access to rep's schedules. Agent redirected patient to hcp to confirm schedule. Patient mentioned they have an upcoming major surgery this coming (B)(6) 2025 and the rep would be needed then as well. Patient stated that the surgery will be on their back and their ins would either have revisions done on it, be removed, or replaced with another ins.